Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia, particularly after lunch, while using the ilet following a recent factory reset during which the device continued its learning phase; the user stopped using the lunch announcement due to perceived high dosing and instead used their breakfast dose. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included no hospitalization. Investigation included troubleshooting and education on appropriate meal announcements and device learning behavior. Investigation of this case revealed no device malfunction or alarms beyond a low glucose alert, with user-specific dosing and behavior contributing to hypoglycemia during the device relearning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.